Event description:
On (B)(6) 2010, pt's daughter reported that the pt's infusion device alarms e1 (cartridge empty) without alarming a1 (cartridge low). Pt's daughter was not with the pt or his infusion device at the time of the call. Attempts to contact the pt were unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.